Manufacturer narrative:
(B)(4). If implanted, give date: n/a as the lens was reported as partially inserted therefore it was not fully implanted. If explanted, give date: n/a as the lens was reported as partially inserted, not fully implanted and therefore was not explanted. (B)(4). Device evaluation: the preloaded delivery system was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that parts of the lens and haptics were jammed/stuck and broken at the cartridge tip section. The conditions observed are consistent with a lens that has been ripped/torn due to the lens being stuck in the cartridge during surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was considered verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) was torn within the cartridge. Additional information was received and it was learnt that the lens was partially implanted when it was noted that the lens was torn. The incision was enlarged to remove the lens. There was no patient injury. No further information was available.